Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
The patient family member reported that patient s was elf catheterizing since two days from call. It was reported patient shocked herself (B)(6) 2016 and since then patient was not feeling stimulation, has symptom return and could not connect to their implantable neurostimulator (ins) with their programmer. It was noted that therapy was not on. The patient was doing other activities and shocked self. The changes in therapy/symptoms were noted as sudden. Addition information reported two days later indicated that their device remote malfunctioned. The patient stated that they were electrocuted about 30 minutes ago but seems to be okay for the most part. However patient could not feel any stimulation from their implant. The patient put in new batteries in the remote yet could not get the remote to do anything at all. Additional information reported a week later that health care provider had not since patient since (B)(6) 2014 and it was working well at that time. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the representative met with patient at " (B)(6)" and the device was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.